Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports about the femoral head necrosis after the first surgery. This pc reports that the surgeon couldn¿t turn the locking screw in the removal surgery. It was reported that on (B)(6) 2020, when the patient underwent the removal surgery due to femoral head necrosis (by reported (B)(4)), the surgeon could not turn the locking screw at all. The surgeon tried to remove the screw with a screwdriver t25 and an insertion handle, but he couldn¿t turn it. Finally, after the removal of the antirotation screw, the surgeon connected a multifunction rod and a cylinder to the bolt which connected with the locking screw, then removed the bolt with a slide hummer. After that, the surgeon replaced with an artificial femoral head. The reoperation was extended for about 40 min. The reoperation was scheduled for 2 hours. No further information is available. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity# 1); unknown insertion handle (part# unknown, lot# unknown, quantity# 1); unknown hammer (part# unknown, lot# unknown, quantity# 1): unknown rod (part# unknown, lot# unknown, quantity 1); bolt (part# 04.168.275s, lot# unknown, quantity 1); anti-rotation screw (part# 04.168.475s, lot# unknown, quantity 1). This complaint involves two (2) devices. This is 2 of 2 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d4, g1, g6, h3, h4, h6: part: 412.214s. Lot: l791130. Manufacturing site: selzach. Supplier: frueh verpackungstechnik ag. Release to warehouse date: 23. Feb. 2018. Expiry date: 01. Feb. 2028. Device was first manufactured unsterile under the lot l765854 in mezzovico and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 412.214 with lot l765854 were reviewed: a manufacturing record evaluation was performed for the finished unsterile device lot number l765854, and no non-conformances were identified. Visual inspection: the plate and the screw were returned for investigation. Both devices were found jammed together. Furthermore, the anodized layer is worn away at the damages which indicates that they were caused post-manufacturing. The screw recess is badly damaged. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. Functional test: an internal functional test with a demo screwdriver was performed, with the result that the screw cannot be unscrewed because of the damaged screw recess. Dimensional: a dimensional test is not appropriate as both devices were found jammed together and since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document/ specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. This damage is clearly caused post manufacturing considering the evidence that anodized layer is partially disappeared. This kind of damage is typically consistent with a misalignment event. Misalignment takes place when the connection between the involved parts are not parallel or not angular. This situation, increases friction along the bearing surfaces and can turn into jamming and can compromise the functionality of the device. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance's. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.